Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. : device not returned.

Event description:
It was reported that the patient line separated from the cartridge. The customer's blood glucose level went as high as over 600 mg/dl and it was addressed with a correction bolus. The customer indicated that the supplies would be changed. A follow up with the customer indicated that the tubing fell into the deep fryer. Recommendation was made to watch out for the tubing dropping into a deep fryer.